Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ malposition of essure device location of device: uterus/migration of essure device location of device: both right and left migrated in tubes and left extended into the endometrial cavity."), fallopian tube perforation ("perforation (fallopian tube(s))."), uterine perforation ("perforation (uterus)"), device breakage ("fracturing"), pelvic inflammatory disease ("pelvic inflammatory disease"), endometritis ("endometritis") and menorrhagia ("abnormal bleeding(menorrhagia)") in a 27-year-old female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included renal stone, abortion, gonorrhea, adenotonsillectomy, rhinoplasty, vaginal delivery, grand multiparity, loop electrosurgical excision procedure, yeast infection, vaginal itching, gravida ii and parity 3. Concurrent conditions included obesity, colitis, ovarian cyst, renal cyst nos, tobacco abuse, back pain, chest pain, suprapubic pain, flank pain, cough, lightheadedness, smoker, penicillin allergy, allergic reaction to antibiotics, constipation, ovarian cyst, right upper quadrant pain, cyst of kidney, shortness of breath, leg pain, cervical dysplasia, vaginal odor, uti, bacterial vaginosis, leukocytosis, cervical cancer, bloating, gum infection, dentoalveolar abscess, photophobia, bronchitis, upper respiratory infection, neck pain, asthma, bronchospasm, rash, tooth pain, general body pain, influenza, fever, nasal congestion, pneumonia, vitamin d deficiency, ear pain, lymphadenopathy, diarrhea, adenomyosis, foggy feeling in head, urinary frequency and ileitis. Concomitant products included antibiotics, bupropion hydrochloride (zyban), cefotetan, clindamycin, diphenhydramine hydrochloride (benadryl), doxycycline, eugynon (aviane), famotidine, ibuprofen, ketorolac, ketorolac tromethamine (toradol), metronidazole (flagyl), morphine, nitrofurantoin (macrobid), norethisterone acetate (aygestin), ondansetron (zofran), oxycocet (percocet), prednisone, prochlorperazine edisylate (compazine), salbutamol (albuterol) and salmeterol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain."), pelvic pain ("pain/ pelvic pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss") and irritable bowel syndrome ("irritable bowel syndrome"). In 2013, the patient experienced urticaria ("hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and abdominal pain ("abdominal pain"). The patient was treated with steroid antibacterials, surgery (salpingectomy, oophorectomy), surgery (salpingectomy, oophorectomy), surgery (salpingectomy, oophorectomy), surgery (salpingectomy, oophorectomy), surgery (salpingectomy, oophorectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, endometritis, depression, anxiety, alopecia, mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, fatigue and abdominal pain outcome was unknown, the urticaria, menorrhagia, pelvic pain and headache had resolved and the weight increased was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, menorrhagia, dysmenorrhea, vaginal haemorrhage, nausea, abdominal pain, dyspareunia, pelvic inflammatory disease, migraine, anxiety, urticaria, uterine perforation, fallopian tube perforation, mood swings, alopecia, weight increased. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event mood swings, abnormal bleeding (vaginal), pelvic inflammatory disease, hives, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), vaginal discharge, irritable bowel syndrome, abdominal pain, abnormal bleeding update to abnormal bleeding(menorrhagia), perforation update to uterine perforation, weight fluctuation update to weight gain, device dislocation update to device expulsion, pain update to pelvic pain. New reporter, patient information, lot number, treatment and concomitant medication, concomitant and historical conditions, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ malposition of essure device location of device: uterus/migration of essure device location of device: both right and left migrated in tubes and left extended into the endometrial cavity."), fallopian tube perforation ("perforation (fallopian tube(s))."), uterine perforation ("perforation (uterus)"), device breakage ("fracturing"), pelvic inflammatory disease ("pelvic inflammatory disease"), endometritis ("endometritis") and menorrhagia ("abnormal bleeding(menorrhagia)") in a 27-year-old female patient who had essure (batch no. 787228) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included renal stone, abortion, gonorrhea, adenotonsillectomy, rhinoplasty, vaginal delivery, grand multiparity, loop electrosurgical excision procedure, yeast infection, vaginal itching, multigravida and parity 3. Concurrent conditions included obesity, colitis, ovarian cyst, renal cyst nos, tobacco abuse, back pain, chest pain, suprapubic pain, flank pain, cough, lightheadedness, smoker, penicillin allergy, allergic reaction to antibiotics, constipation, ovarian cyst, right upper quadrant pain, renal cyst nos, shortness of breath, leg pain, cervical dysplasia, vaginal odor, uti, bacterial vaginosis, leukocytosis, cervical cancer, bloating, gum infection, dentoalveolar abscess, photophobia, bronchitis, upper respiratory infection, neck pain, asthma, bronchospasm, rash, tooth pain, general body pain, influenza, fever, nasal congestion, pneumonia, vitamin d deficiency, ear pain, lymphadenopathy, diarrhea, adenomyosis, foggy feeling in head, urinary frequency and ileitis. Concomitant products included antibiotics, bupropion hydrochloride (zyban), cefotetan, clindamycin, diphenhydramine hydrochloride (benadryl), doxycycline, eugynon (aviane), famotidine, ibuprofen, ketorolac, ketorolac tromethamine (toradol), metronidazole (flagyl), morphine, nitrofurantoin (macrobid), norethisterone acetate (aygestin), ondansetron (zofran), oxycocet (percocet), prednisone, prochlorperazine edisylate (compazine), salbutamol (albuterol) and salmeterol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain."), pelvic pain ("pain/ pelvic pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss") and irritable bowel syndrome ("irritable bowel syndrome"). In 2013, the patient experienced urticaria ("hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and abdominal pain ("abdominal pain"). The patient was treated with steroid antibacterials, surgery (salpingectomy, oophorectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, endometritis, depression, anxiety, alopecia, mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, fatigue and abdominal pain outcome was unknown, the urticaria, menorrhagia, pelvic pain and headache had resolved and the weight increased was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, menorrhagia, dysmenorrhea, vaginal haemorrhage, nausea, abdominal pain, dyspareunia, pelvic inflammatory disease, migraine, anxiety, urticaria, uterine perforation, fallopian tube perforation, mood swings, alopecia, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ malposition of essure device location of device: uterus/migration of essure device location of device: both right and left migrated in tubes and left extended into the endometrial cavity.'), fallopian tube perforation ('perforation (fallopian tube(s)).'), uterine perforation ('perforation (uterus)'), device breakage ('fracturing'), pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('endometritis') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 27-year-old female patient who had essure (batch no. 787228) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal stone, abortion, gonorrhea, adenotonsillectomy, rhinoplasty, vaginal delivery, grand multiparity, loop electrosurgical excision procedure, yeast infection, vaginal itching, multigravida and parity 3. Concurrent conditions included obesity, colitis, ovarian cyst, renal cyst nos, tobacco abuse, back pain, chest pain, suprapubic pain, flank pain, cough, lightheadedness, smoker, penicillin allergy, allergic reaction to antibiotics, constipation, ovarian cyst, right upper quadrant pain, renal cyst nos, shortness of breath, leg pain, cervical dysplasia, vaginal odor, uti, bacterial vaginosis, leukocytosis, cervical cancer, bloating, gum infection, dentoalveolar abscess, photophobia, bronchitis, upper respiratory infection, neck pain, asthma, bronchospasm, rash, tooth pain, general body pain, influenza, fever, nasal congestion, pneumonia, vitamin d deficiency, ear pain, lymphadenopathy, diarrhea, adenomyosis, foggy feeling in head, urinary frequency and ileitis. Concomitant products included antibiotics, bupropion hydrochloride (zyban), cefotetan, clindamycin, diphenhydramine hydrochloride, doxycycline, ethinylestradiol; levonorgestrel (aviane), famotidine, ibuprofen, ketorolac, ketorolac tromethamine (toradol), metronidazole (flagyl), morphine, nitrofurantoin (macrobid), norethisterone acetate (aygestin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), prednisone, prochlorperazine, salbutamol (albuterol) and salmeterol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain."). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss") and irritable bowel syndrome ("irritable bowel syndrome"). In 2013, the patient experienced urticaria ("hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), pyrexia ("fever"), myalgia ("muscle aches"), chills ("chills") and cough ("horrible cough"). The patient was treated with steroid antibacterials and surgery (salpingectomy, oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, endometritis, depression, anxiety, alopecia, mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, fatigue, abdominal pain, pyrexia, myalgia, chills and cough outcome was unknown, the urticaria, menorrhagia, pelvic pain and headache had resolved and the weight increased was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, alopecia, anxiety, chills, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, myalgia, nausea, pelvic inflammatory disease, pelvic pain, pyrexia, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case the following were reported via social media- fever, muscle aches, chills, horrible cough. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media was received. New events fever, muscle aches, chills, horrible cough were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ malposition of essure device location of device: uterus/migration of essure device location of device: both right and left migrated in tubes and left extended into the endometrial cavity.'), fallopian tube perforation ('perforation (fallopian tube(s)).'), uterine perforation ('perforation (uterus)'), device breakage ('fracturing'), pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('endometritis') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 27-year-old female patient who had essure (batch no. 787228) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal stone, abortion, gonorrhea, adenotonsillectomy, rhinoplasty, vaginal delivery, grand multiparity, loop electrosurgical excision procedure, yeast infection, vaginal itching, multigravida and parity 3. Concurrent conditions included obesity, colitis, ovarian cyst, renal cyst nos, tobacco abuse, back pain, chest pain, suprapubic pain, flank pain, cough, lightheadedness, smoker, penicillin allergy, allergic reaction to antibiotics, constipation, ovarian cyst, right upper quadrant pain, renal cyst nos, shortness of breath, leg pain, cervical dysplasia, vaginal odor, uti, bacterial vaginosis, leukocytosis, cervical cancer, bloating, gum infection, dentoalveolar abscess, photophobia, bronchitis, upper respiratory infection, neck pain, asthma, bronchospasm, rash, tooth pain, general body pain, influenza, fever, nasal congestion, pneumonia, vitamin d deficiency, ear pain, lymphadenopathy, diarrhea, adenomyosis, foggy feeling in head, urinary frequency and ileitis. Concomitant products included antibiotics, bupropion hydrochloride (zyban), cefotetan, clindamycin, diphenhydramine hydrochloride, doxycycline, ethinylestradiol; levonorgestrel (aviane), famotidine, ibuprofen, ketorolac, ketorolac tromethamine (toradol), metronidazole (flagyl), morphine, nitrofurantoin (macrobid), norethisterone acetate (aygestin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), prednisone, prochlorperazine, salbutamol (albuterol) and salmeterol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain."). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss") and irritable bowel syndrome ("irritable bowel syndrome"). In 2013, the patient experienced urticaria ("hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), pyrexia ("fever"), myalgia ("muscle aches"), chills ("chills") and cough ("horrible cough"). The patient was treated with steroid antibacterials and surgery (salpingectomy, oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, endometritis, depression, anxiety, alopecia, mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, fatigue, abdominal pain, pyrexia, myalgia, chills and cough outcome was unknown, the urticaria, menorrhagia, pelvic pain and headache had resolved and the weight increased was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, alopecia, anxiety, chills, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, myalgia, nausea, pelvic inflammatory disease, pelvic pain, pyrexia, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case the following were reported via social media- fever, muscle aches, chills, horrible cough. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media was received. New events fever, muscle aches, chills, horrible cough were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ malposition of essure device location of device: uterus/migration of essure device location of device: both right and left migrated in tubes and left extended into the endometrial cavity.'), fallopian tube perforation ('perforation (fallopian tube(s)).'), uterine perforation ('perforation (uterus)'), device breakage ('fracturing'), pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('endometritis') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 27-year-old female patient who had essure (batch no. 787228) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal stone, abortion, gonorrhea, adenotonsillectomy, rhinoplasty, vaginal delivery, grand multiparity, loop electrosurgical excision procedure, yeast infection, vaginal itching, multigravida and parity 3. Concurrent conditions included obesity, colitis, ovarian cyst, renal cyst nos, tobacco abuse, back pain, chest pain, suprapubic pain, flank pain, cough, lightheadedness, smoker, penicillin allergy, allergic reaction to antibiotics, constipation, ovarian cyst, right upper quadrant pain, renal cyst nos, shortness of breath, leg pain, cervical dysplasia, vaginal odor, uti, bacterial vaginosis, leukocytosis, cervical cancer, bloating, gum infection, dentoalveolar abscess, photophobia, bronchitis, upper respiratory infection, neck pain, asthma, bronchospasm, rash, tooth pain, general body pain, influenza, fever, nasal congestion, pneumonia, vitamin d deficiency, ear pain, lymphadenopathy, diarrhea, adenomyosis, foggy feeling in head, urinary frequency and ileitis. Concomitant products included antibiotics, antibiotics, bupropion hydrochloride (zyban), cefotetan, clindamycin, diphenhydramine hydrochloride, doxycycline, ethinylestradiol;levonorgestrel (aviane), famotidine, ibuprofen, ketorolac, ketorolac tromethamine (toradol), morphine, norethisterone acetate (aygestin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), prednisone, prochlorperazine, salbutamol (albuterol) and salmeterol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain."). In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced alopecia ("hair loss") and irritable bowel syndrome ("irritable bowel syndrome"). In 2013, the patient experienced urticaria ("hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), pyrexia ("fever"), myalgia ("muscle aches"), chills ("chills") and cough ("horrible cough"). The patient was treated with steroid antibacterials and surgery (salpingectomy, oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, device breakage, pelvic inflammatory disease, endometritis, depression, anxiety, alopecia, mood swings, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, fatigue, abdominal pain, pyrexia, myalgia, chills and cough outcome was unknown, the urticaria, menorrhagia, pelvic pain and headache had resolved and the weight increased was resolving. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, alopecia, anxiety, chills, cough, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, myalgia, nausea, pelvic inflammatory disease, pelvic pain, pyrexia, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case the following were reported via social media- fever, muscle aches, chills, horrible cough. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), weight fluctuation ("weight changes") and pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, device breakage, genital haemorrhage, depression, anxiety, alopecia, weight fluctuation and pain outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, genital haemorrhage, pain, perforation and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.